Manufacturer narrative:
The t:slim pump user guide states: do not disconnect the luer-lock connection between the cartridge tubing and the infusion set tubing. Always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 290 (mg/dl). Customer changed their inset infusion sites 3 times to treat their bg levels. Customer changed from the inset to contact detach infusion sets; however, the customer reported that the still experienced elevated bg levels and reverted back to the inset infusion sets. Reportedly, the customer believes that there is something wrong with the pump. The contact believed that the customer's bg levels may be caused by air bubbles and "bad" infusion sites. Contact indicated that the customer had not been removing air from the pump cartridges during the loading process until recently, and that the customer disconnects the infusion set tubing at the luer lock. Contact also stated that they believe that the customer's bg levels may be elevated due to stress from a recent eye surgery.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.